Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The device was not returned for evaluation. A review of our processes have shown that it trial instruments are not provided with custom implant. The has been communicated tot he sales team to pass onto surgeons to prevent future expectation of trial instruments being provided for custom implants. Requests are being made for additional information and a supplemental report will be provided if this information is received.

Event description:
A surgeon has reported that no trial implants were provided with the patient custom distal femur replacement implant.